Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box data and the alarm history showed ¿cs075¿ motor timeout delivery error alarm. The ez-prime steps were performed correctly. The pump was able to load a test cartridge correctly. No ¿cs075¿ or errors or warnings occurred during the investigation. The pump¿s cover was removed and no intermittent condition was found to the motor flex/connector or to the motor assembly. No debris was found in the cartridge compartment. Unrelated to the original complaint, the battery compartment was noted to be cracked. The returned battery cap was able to fit securely. Serial # (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service (B)(4) alarm(s). There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.